Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex not properly plugged in to the printed circuit board. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer had a critical pump error on the pump. The customer still had their old pump, so they switched back to the old pump. The customer's blood glucose level was unknown. The device will be returned for analysis.